Manufacturer narrative:
Event date approximated to (B)(6) 2021 based on date boston scientific was made aware of this event. Device returned and evaluated by manufacturer. Returned device consisted of a coyote balloon catheter with an unknown 0.014" guidewire stuck inside of it. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed multiple buckling to the guidewire lumen and the tip is damaged. Product analysis found damage to the device that would have contributed to the reported difficulty to track over wire.

Event description:
Reportable based on device analysis completed on 27jul2021. It was reported that the catheter could not move over the guidewire. A 2.5x80x150 coyote balloon was selected for a procedure. During the procedure, it was reported that the coyote was not able to move over the .014 v-14 guidewire. There were no patient complications reported. No patient complications were reported and the procedure was completed successfully using an alternate device. However, device analysis revealed that an unknown .014 wire was stuck in the catheter.